Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a patient notifier for non-sustained right ventricular oversensing episodes. Those episodes showed lead noise. Noise was not reproducible through isometrics. The lead was capped and replaced. The patient condition was fine after the procedure.